Manufacturer narrative:
Initial.

Event description:
It was reported that the user could not see glucose readings on the ilet pump after inadvertently switching from a dexcom g7 continuous glucose monitor (cgm) sensor to a freestyle libre 3 plus sensor and attempting to pair the pump with the wrong sensor type; the issue was resolved by switching back to dexcom g7 and reentering the correct pairing code, after which readings displayed on both the pump and the ilet. No adverse clinical symptoms reported. Outcomes included no alerts, no alarms, and no medical intervention. User support included customer troubleshooting and user education regarding correct sensor compatibility and pairing steps. Investigation of this case revealed user setup error related to pairing with an incompatible sensor type, with normal function restored upon correct pairing to the dexcom g7. It was concluded, based on previously established findings for similar reports, that the cause was user error.